Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that they were having a lot of break through pain and it didn't seem like their stimulation was staying on. They stated that this had been happening intermittently for a year and it was getting worse lately. The patient reported that they couldn't tell if the stimulation was working. Sometimes they could increase stimulation and sometimes they had a lot of break through pain. The patient reported that they were a hairdresser and their lower back and leg started hurting bad and they noticed why they were having pain. They checked and their stimulation was on all the time but sometime they checked stimulation and stimulation seemed off and they would turn stimulation on. The patient indicated that they had their ins therapy for si junction pain. Patient services recommended that the patient consult with their healthcare provider (hcp) for next steps. The event began in 2019.